Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency services in coma due to high blood glucose, diabetes ketoacidosis and acute respiratory failure on (B)(6) 2013 with blood glucose of over 1000 mg/dl. The customer's other blood glucose was over 600 mg/dl. The customer did experienced the symptoms such as sick, extreme thirst and vomiting. The customer was treated by intravenous drip and tube in throat. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.